Event description:
Boston scientific became aware of an event involving an axios stent and electrocautery-enhanced delivery system through the article "natural orifice surgery for rescue of stent misplacement in endoscopic gallbladder drainage" by leith, et al. Per the article, a 37-year-old female patient with cholecystitis and gallstones underwent endoscopic ultrasound-guided gallbladder drainage (eus-gbd) using a 15 mm axios lams. During the procedure, the stent misdeployed into the abdominal cavity, resulting in a perforation between the gallbladder and the abdominal cavity, with bile leakage through the stent. The procedural team performed natural orifice transluminal endoscopic surgery through the original puncture site, creating a full-thickness incision of the duodenal bulb wall using an electrosurgical knife. The proximal flange of the stent was grasped with a basket and repositioned into the duodenal lumen, and the omentum was used as a protective patch. No additional clip closure, endoscopic suturing, or other fixation measures were performed. The patient remained hemodynamically stable throughout the procedure. Post-procedure management included three days of ceftazidime therapy, and a computed tomography (CT) scan confirmed no evidence of peritonitis or retained gallstones. Although severe pneumoperitoneum did not develop, percutaneous abdominal decompression was performed as part of the management plan. The patient experienced no additional complications related to the misdeployed stent, and the axios lams was successfully removed after a three-week dwell period, with no recurrence of gallstones observed at six-month follow-up. Note: it was reported that after the distal flange was deployed, the physician did not pull the deployed distal flange back and snug tightly against the gallbladder wall. The axios stent and electrocautery enhanced delivery system instructions for use state "under eus imaging, deploy the stent first flange by unlocking the stent lock (figure 9) and retracting the stent deployment hub to the halfway point indicated on the handle. A "click" will be heard as the stent deployment hub automatically locks into place (at the "2" arrow line). Verify with eus imaging that the stent first flange is deployed inside the target structure (do not proceed to next step until verified)." Please see the referenced article for full procedural details. Additional information received on february 24, 2026. It was reported that the procedure was performed on (B)(6) 2024. The patient did not experience any post-surgical complications, and no additional interventions were required to address patient complications.

Manufacturer narrative:
Blocks b3, b5, d4 (model number, lot number, catalog number, expiration date, and unique identifier (UDI) #) and h11 were updated with the additional information received on february 24, 2026. Block g2: literature source: yufeng leith, et al. Natural orifice surgery for rescue of stent misplacement in endoscopic gallbladder drainage. American society for gastrointestinal endoscopy. Https://doi.org/10.1016/j.vgie.2025.08.001. Block h6: imdrf device code a1502 captures the reportable event of stent positioning issue. Imdrf patient code e2114 captures the reportable event of perforation. Imdrf patient code e1108 captures the reportable event of biliary leak. Imdrf patient code e2401 captures the reportable event of pneumoperitoneum. Imdrf impact code f19 captures the reportable event of surgical intervention. Imdrf impact code f2303 captures the reportable event of medication required. Imdrf impact code f23 captures the reportable event of percutaneous abdominal decompression performed. Block h11: investigation results: based on the available information, boston scientific could not confirm the reported event of stent positioning issue. The device was not returned for analysis; therefore, a technical analysis could not be performed. Taking all available information into consideration, the investigation determined that the reported stent positioning issue was most likely the result of procedural technique and non-adherence to the instructions for use (IFU), rather than a device performance deficiency. Specifically, the available evidence indicates that the distal flange was not pulled back to achieve proper apposition against the gallbladder wall as instructed. Media review: media inspection of the images provided by the complainant illustrates the sequence of events during the eus-guided gallbladder drainage procedure. The first image shows the use of natural orifice transluminal endoscopic surgery to perform a full-thickness incision to access the abdominal cavity. The second image depicts the physician using a basket to grasp and manipulate the proximal flange, indicating corrective action to reposition the stent. The third image confirms that the proximal flange was successfully repositioned within the duodenal lumen, with no additional closure or fixation applied. Based on the visual evidence provided, the reported event of stent positioning issue can be confirmed. Additionally, the images suggest that after deployment of the distal flange, it was not pulled back to achieve firm apposition against the gallbladder wall. Therefore, the reported device use issue (user error) is also considered confirmed. Device technical analysis: the complaint device was not returned to boston scientific; therefore, product analysis could not be performed. Device history review (DHR): it was confirmed this device met manufacturing specifications prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Labeling review: the labeling review determined that the device was used in a manner inconsistent with the instructions for use (IFU), as the distal flange was not pulled back to achieve proper apposition against the gallbladder wall as instructed. The IFU provides clear guidance on stent deployment and verification under eus imaging. The reported events, including stent positioning issue, perforation, biliary leak, and surgical intervention, are recognized and documented adverse events within the IFU. No deficiencies were identified related to labeling content, including translation, wording, or graphics. Investigation conclusion: based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of failure to follow instructions.

Manufacturer narrative:
Block d4, h4: the complainant was unable to provide the complaint device upn and lot number. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. Block b3: approximated based on the date the manufacturer became aware of the event. Block g2: literature source: yufeng leith, et al. Natural orifice surgery for rescue of stent misplacement in endoscopic gallbladder drainage. American society for gastrointestinal endoscopy. Https://doi.org/10.1016/j.vgie.2025.08.001 block h6: imdrf device code a1502 captures the reportable event of stent positioning issue imdrf patient code e2114 captures the reportable event of perforation imdrf patient code e1108 captures the reportable event of biliary leak imdrf patient code e2401 captures the reportable event of pneumoperitoneum imdrf impact code f19 captures the reportable event of surgical intervention imdrf impact code f2303 captures the reportable event of medication required imdrf impact code f23 captures the reportable event of percutaneous abdominal decompression performed.

Event description:
Boston scientific became aware of an event involving an axios stent and electrocautery-enhanced delivery system through the article "natural orifice surgery for rescue of stent misplacement in endoscopic gallbladder drainage" by leith, et al. Per the article, a 37-year-old female patient with cholecystitis and gallstones underwent endoscopic ultrasound-guided gallbladder drainage (eus-gbd) using a 15 mm axios lams. During the procedure, the stent misdeployed into the abdominal cavity, resulting in a perforation between the gallbladder and the abdominal cavity, with bile leakage through the stent. The procedural team performed natural orifice transluminal endoscopic surgery through the original puncture site, creating a full-thickness incision of the duodenal bulb wall using an electrosurgical knife. The proximal flange of the stent was grasped with a basket and repositioned into the duodenal lumen, and the omentum was used as a protective patch. No additional clip closure, endoscopic suturing, or other fixation measures were performed. The patient remained hemodynamically stable throughout the procedure. Post-procedure management included three days of ceftazidime therapy, and a computed tomography (CT) scan confirmed no evidence of peritonitis or retained gallstones. Although severe pneumoperitoneum did not develop, percutaneous abdominal decompression was performed as part of the management plan. The patient experienced no additional complications related to the misdeployed stent, and the axios lams was successfully removed after a three-week dwell period, with no recurrence of gallstones observed at six-month follow-up. Note: it was reported that after the distal flange was deployed, the physician did not pull the deployed distal flange back and snug tightly against the gallbladder wall. The axios stent and electrocautery enhanced delivery system instructions for use state "under eus imaging, deploy the stent first flange by unlocking the stent lock (figure 9) and retracting the stent deployment hub to the halfway point indicated on the handle. A "click" will be heard as the stent deployment hub automatically locks into place (at the "2" arrow line). Verify with eus imaging that the stent first flange is deployed inside the target structure (do not proceed to next step until verified)." Please see the referenced article for full procedural details.